Manufacturer narrative:
A review of the device history records found no discrepancies during the manufacture of this production lot. No other complaints of this nature have been reported to date for healos dental. The IFU supplied with the product states that a small number of patients may experience localized reaction to the device that generally consist of transient localized edema, swelling and rash. No conclusions can be made at this time. There is no connection that can be made between the issue experienced by the patient and any discrepancy with the product supplied to the user.

Event description:
Patient had a tooth extraction and graft using depuy healos. Two days later, patient was found to have a localized tissue reaction. Revision was done to remove the healos material from the site.